Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control has attempted to contact the customer regarding the resolution of the reported issue; however the customer has not responded to multiple requests for information. The device has not been returned to physio for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). The customer returned the device to physio-control for evaluation. During testing, physio was unable to duplicate the reported failure; however, physio observed a critical event code in the device history, which is a direct reflection of the reported therapy cable detection failure. The conclusive cause of the reported failure could not be determined. The customer received a replacement device.

Event description:
It was reported that the device was showing its service wrench and would not detect a connection of the therapy cable assembly. There was no patient use associated with the reported failure.